Event description:
It was reported that while using weck endoscopic clip applier to load weck hol clip, upon engaging the applier onto the clip, the clip broke in half at the hinge point. The product was not kept but I asked for and received representative product from the shelf. This same occurrence happened twice in same day and with two different or nurses. This occurred prior to use on the patient.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73d1900401 was manufactured on 04/15/2019 a total of (B)(4) pieces. Lot was released on 04/24/2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The lid stock was also returned. The applier was not returned. The cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that it contained four intact clips remaining in it. Reference file anp1900075616 for investigation photos. Functional inspection was performed on the returned clips in the cartridge. A lab inventory clip applier was used. The clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips in the cartridge. Reference file anp1900075616 for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perperndicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken/detached parts - clip - other" was not confirmed based upon the sample received. One cartridge was returned with four intact clips remaining in it. Upon functional inspection, the clips were able to properly load into the jaws of the lab inventory applier and were successfully applied onto over-stressed surgical tubing. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed. Other remarks:

Manufacturer narrative:
(B)(6). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using weck endoscopic clip applier to load weck hol clip, upon engaging the applier onto the clip, the clip broke in half at the hinge point. The product was not kept but I asked for and received representative product from the shelf. This same occurrence happened twice in same day and with two different or nurses. This occurred prior to use on the patient.